Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information received indicates that the lead was not capturing and was dislodged on fluoroscopy. The lead is not available for evaluation.